Manufacturer narrative:
The reported event of pain was not confirmed. The pacemaker was returned for analysis. Visual analysis was normal with no anomalies found.

Event description:
It was reported the patient presented with severe pain at the pocket. The pacemaker was explanted and replaced with a leadless pacemaker. The patient was in stable condition before, during, and after the procedure.